Manufacturer narrative:
The reported issue related to pre-use check tests failure has been confirmed during evaluation of the provided problem description and and attached photos. Service report and log files were not attached to this investigation. According to the information provided by the field service engineer (fse), it was found the nozzle unit was defective and the part has been replaced. Thereafter the ventilator passed all performance tests and was returned to clinical use. No parts were returned for further investigation. The root cause for the reported problem could not be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator did not pass pre-use check due to multiple fails. There was no patient involvement. Manufacturer ref.#: (B)(4).